Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported via local team that one sample processed on both their alinity m system sn (serial number) (B)(6) has given different results. The tas (technical application specialist) downloaded files from both instruments via abbottlink and performed log analysis. The sid (sample ID) in question is lay/23-088022, processed 3 separate times: on (B)(6) 2025 on sn (B)(6) the result was "hpv not detected," on (B)(6) 2025 on sn (B)(6) the result was "hpv detected" for other a group, on (B)(6) 2025 on sn (B)(6) the result was "hpv not detected." The likely reason for the discrepancy is the fact that on the alinity m system sn (B)(6), the minimum mr (max ratio) value threshold for other a (q670) was not reached on sn (B)(6): it was 0.084 on (B)(6) 2025 and 0.073 on (B)(6) 2025, respectively. On sn (B)(6) it was 0.176, giving a cn (cycle number) of 28.48. The mr minimum for other a in the hpv assay version 5.0 is 0.100. The curves presented for the negative results, besides, show up as "tilted" in the baselined view, i.e., the line begins at +0.5 and decays progressively down to -0.5, where it starts to amplify with sigmoidal shape, but still resulting in the insufficient mr value. In the raw view, the curves on sn (B)(6) have lower raw fluorescence altogether than on sn (B)(6). There are no biases to be found: both instruments were using the same lots of all reagents, including amp kit (list 09n15-90, lot 407319). The only difference is the vapor barrier lot. The customer has internally validated the sn (B)(6) instrument for hpv; therefore, they consider the other a positive result to be the correct result for this test, and the results obtained on sn (B)(6) to be incorrect. The sample tested was in all 3 instances the same tube. No impact to patient management was declared. The negative result from (B)(6) was part of the validation for that instrument, and therefore not communicated; the positive result from (B)(6) has been communicated.

Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: service history review: a service history review was performed to identify any similar complaints to the reported issue while using the alinity m system (list 08n53-002) serial number (sn) (B)(6). The service history review did not identify any additional tickets or internal events related to the issue under investigation. Customer data review only the customer data attached to the ticket was reviewed. The assay met specification requirements as no error codes or performance related flags were displayed for the run controls. The amplification curves were normal in both baseline and raw data. Quality data review: nonconformance (nc) / corrective and preventive action (CAPA) search a part specific keyword search report was performed for base list part 8n53 to identify any existing internal quality records that could result in the reported complaint during production or internal use records that were related to the reported complaint and part. The part and keyword specific CAPA review did not identify any internal records or nonconformances related to the current complaint for part 8n53. Complaint trending did not exceed the complaint upper control limit. Complaint history review: a complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant results while using the alinity m system (list 08n53-002) sn (B)(6). The complaint history review did not identify any additional complaints related to the reported issue. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02.